Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
During the distal cut the blade kept falling out of the angled saw attachment. We opened a new one and continued the case. Case type: tka. Surgical delay: several minutes to open a new tray.

Manufacturer narrative:
Follow-up #2 and final report submitted to update sections g4, g.5.

Event description:
During the distal cut the blade kept falling out of the angled saw attachment. We opened a new one and continued the case. Case type: tka. Surgical delay: several minutes to open a new tray.

Manufacturer narrative:
Reported event: customer reported that the blade kept falling out of the angled saw attachment. Device evaluation and results: device evaluation was not performed and the 2.7 degree angled sagital saw event was not confirmed. Device history review: review of the device history records indicate 4 of the 25 devices that were manufactured and inspected on 12-25-2016 was accepted from the lot. Qt 16-08-0084 re-measured the non-conforming parts and the device of this investigation passed inspection. Complaint history review: -based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the 2.7 degree angled sagital saw. There has been 6 other events for the referenced lot number. Prs # (B)(4) - were found to be from the same lot as the part in this complaint. The parts from these prs displayed the same failure. Conclusions: no product inspection could be completed due to the product not being returned. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Device not returned.

Event description:
During the distal cut the blade kept falling out of the angled saw attachment. We opened a new one and continued the case. Case type: tka. Surgical delay: several minutes to open a new tray.